Manufacturer narrative:
The device was evaluated, and the reported issue of the b30 scope communication error message was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. The channel tube had leakage. The image was noisy during angulation. The scope connector was immersed, and the leakage check label was discolored due to chemical stress. All the switches were not functioning. The scope connector showed signs of being disassembled due to 3rd party repair. One (1) screw on the scope connector was detached. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer during preparation for an unknown diagnostic procedure, the evis lucera elite bronchovideoscope presented a b30 (scope communication error). The intended procedure was completed with another device with no delay. No other accessory devices were used. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event was not reproduced, a definitive root cause could not be determined. However, one of the may have caused the event: failure of ccd unit and/or scope connector internal circuit board by the device handling below. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. Failure of system. Failure of ccd unit and/or conduction failure of scope connector internal circuit board assembly occurred due to moisture or water which invaded device by the following. Water invaded the subject device from leaked location. Stress, such as opening venting connector, was accidentally applied while the subject device was being underwater. Foreign material such as fragments of cleaning tool was caught in valve of the venting connector, which made the venting connector unclosed. When used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor / leak test air tube was broken. Then, moisture which invaded the tube entered scope connector. Immersing device, to which sterilization cap was attached, in reprocessing liquid. Attaching connector cap of leak tester to wet venting connector. Attaching/detaching leak tester underwater. Damage of internal ccd cable by stress or the like to the bending section (kink/breakage, etc.) The following is included in the instructions for use (IFU): "important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." "Precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." "Leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.